Event description:
It was reported that the patient's temperature was increasing despite cooling therapy, and one hose was green. There was patient involvement, but at this time, no serious injuries or clinically relevant delay in treatment was reported.

Manufacturer narrative:
After talking with the customer support line, the customer was able to fix the issue by disconnecting and reconnecting the hose to reseal. Based on the information, it was determined the issue was not due to any component level defect. The issue was resolved for the customer by resealing the hose and ensuring the unit functioned properly. H3 other text : this issue was resolved via phone.

Event description:
It was reported, that the patient's temperature was increasing. Despite cooling therapy. And one hose was green. There was patient involvement. But at this time, no serious injuries or clinically relevant delay in treatment was reported. Attempts are being made to gather additional details from the user facility.